Event description:
A customer contacted haemonetics on (B)(6) 2012 to report an orthopat device with the description of "disk load error." No pt/operator injury reported.

Manufacturer narrative:
The device was returned and evaluated. The reported issue was confirmed and upon further investigation fluid ingress was noted inside the device. Damaged was done to key electrical components. The following parts were replaced due to the fluid ingress: power supply, top deck distribution board, and internal drain tub. The device was cleaned and upgraded to the current fluid remediation revision. (B)(4).